Event description:
On (B)(6) 2025, a 66 year-old male patient presented for a high-risk percutaneous coronary intervention with planned support from an impella cp mechanical circulatory support device. The 14 fr impella sheath was unable to be advanced into the right femoral artery. A 14fr sheath was then attempted but could not be advanced into the left femoral artery. Imaging demonstrated a soft plaque lesion in the right iliac artery that prevented passage of the sheath. In addition, the presence of calcification in the left femoral artery prevented advancement of the short sheath on that side. An angiogram performed at the end of the procedure revealed that arterial flow to the right leg was occluded. The high-risk percutaneous coronary intervention procedure was abandoned due to the inability to establish impella support. The patient was taken to the operating room for restoration of blood flow to the right leg and for a surgical cutdown of the left femoral artery to remove the second impella sheath. This case will be coded as an arterial occlusion requiring surgical intervention and associated with a serious injury.

Manufacturer narrative:
Arterial occlusion: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was patient condition related to the patient's calcification and soft plaque lesion.